Event description:
It was reported that the image on the 9600 system were not saved properly and could not be recalled. Also the cross arm brake and c-arm brake needed to be replaced. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended, and put back into service.